Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2024. On the same day the wearable was inserted, the patient experienced a hypoglycemic event as a result of signal loss. A fingerstick was taken by the patient´s wife at home, and the blood glucose reading was 550 mg/dl. No symptoms were reported. It was stated that the patient took sugar after the fingerstick, but it was unknown why. The patient was brought to the hospital by their wife. At the hospital the patient was treated with intravenous fluids, insulin and saline. The patient was discharged on the evening of the same day. When the signal returned to the cgm device, the cgm reading was marking an unknown high signal. At the time of the report the patient was stable. No product was provided for evaluation. The patient uses an insulin pump as a display device but did not provide access to performance data. Therefore, no data was returned for the alleged date of incident on (B)(6) 2024. Without performance data to investigate, the complaint of signal loss remains unconfirmed. The probable cause of the alleged event could not be determined. No additional patient or event information is available.